Event description:
The customer reported IV fluid with potassium chloride was infusing to a pt. The tubing disconnected from the bottom of the drip chamber. There was no pt harm and no medical intervention required. Customer stated no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be returned for eval.